Manufacturer narrative:
G4:2dec2020. B4:19apr2021. The customer identified to have a damaged lcd screen during pre-use check. There was no reported delay to patient therapy. The device was evaluated by a philips international field service engineer (fse) who confirmed the reported issue. The fse replaced the touchscreen assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. G4:14apr2021. B4:19apr2021. Failure investigation(fi) on the returned touchscreen assembly revealed evidence of deep puncture marks on the screen. Touchscreen with cracked or shattered glass cannot be tested since the glass has a resistive coating, which if broken, makes the touchscreen nonfunctional. No further testing is required. The philips failure investigator determined that physical damage resulted in the deep scratches on the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31dec2020.

Event description:
The customer reported a ventilator with a damaged lcd screen. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.